Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Device exhibits signs of repeated use (nicked or gouged) and is fractured on the medial side of the post. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. This device is considered conforming due to its extended field life and unremarkable manufacturing records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a fractured tibial articular surface provisional was returned via the worn instrument return program. No additional information is available.